Manufacturer narrative:
Image review: the procedural images were also reviewed for this event. The images show the lcx which exhibits diffuse disease in the distal section of the vessel. The images show the vessel wired and pre-dilation attempts in the distal section of the vessel. The images also show a stent positioned in the vessel and the attempted deployment of the stent. The images do not show the reported dislodgement of the stent. The diffuse disease in the vessel may have hindered the delivery of the device and contributed to the dislodgement of the stent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an attempt was being made to treat a lesion in the posterolateral distal of the cx artery using resolute integrity drug eluting stent. The lesion is reported to be moderately calcified and vessel is moderately tortuous. It was reported that during implantation the stent got lost - when the delivery system was withdrawn from the patient it was discovered that the stent was missing on the delivery system. Physician did not find the stent in the patient. The lesion was treated with a resolute onyx stent. The device was removed from packaging as per IFU, inspected and prepped with no issues noted. Device did not pass through a previously deployed stent. There was no injury reported for this event.